Manufacturer narrative:
The reported event of the setscrew could not be tightened on the lead was confirmed. Final analysis found that as received, the ventricular setscrew has its setscrew inset stripped and can no longer be tightened. The cause of the reported event was due to the user of the torque wrench in the field incorrectly inserting the torque wrench in tightening the setscrew.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure it was noted that the setscrew of the device could not be tightened. The device was replaced. The patient was stable.